Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a locked handle. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was bent. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible component enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap. Debulking, omentectomy. After only a few usages, the knife was blocked in the system and the surgeon (experienced for > 2 years with voyant) couldn't open the jaws anymore. The did open an new device and could cut the tissue around the jaws and remove the device. Than review on side table and opened again with some extra force. Procedure was finished with the second device. Patient status: no patient injury or illness occurred associated with the complaint event.